Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During egm review, atrial lead noise resulting in oversensing was observed. The patient was brought into the clinic and the lead noise was unable to be reproduced with provocative testing. In addition, an x-ray examination was performed and no lead fracture was observed. The device was reprogrammed to resolve the event. The patient was stable.